Manufacturer narrative:
E1: initial reporter phone no. (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. It was further reported that the nephrologist was concerned that "the pd tube itself is infected and needs to be removed to fully clear this bug". The patient was hospitalized and treated with vancomycin (weekly for 3 weeks, route was not specified, discontinued) and ampicillin (daily, route was not specified, discontinued) for the event. Action taken with pd therapy was not reported. At the time of this report, the patient recovered from the event as it was reported that the patient was asymptomatic and the fluid clear. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was admitted and was still an inpatient. On an unreported date, it was reported that peritoneal cloudy effluent was resolved. Should additional relevant information become available, a supplemental report will be submitted.